Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation. It was reported that electrode 1 of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was showing up black on the carto 3 system. Caller stated that the valve was also not holding the seal on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and they had some back bleed after being inserted into the patient. Caller stated the sheath was not replaced and they continued using the same sheath for the procedure. The customer¿s reported visualization issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. Additional information was received indicating the specific part that broke was the white colored hemostatic valve. The physician said the pressure wasn¿t holding and the blood was able to bleed back. The hemostatic valve did not dislodged on the outside and the brim cap/hub did not dislodge from the sheath. The sheath was being used on the patient at the time of the incident but air did not enter the patient¿s body. The doctor had to place the end in saline to ensure no air was introduced. The approximate volume of blood loss was minimal. A brk needle was used in this procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation. It was reported that electrode 1 of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was showing up black on the carto 3 system. Caller stated that the valve was also not holding the seal on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and they had some back bleed after being inserted into the patient. Caller stated the sheath was not replaced and they continued using the same sheath for the procedure. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, functionality test, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in its original place and broken in the star section. A functionality test was performed, and the device was connected to the carto 3 system it was recognized; however, the device was impossible to visualize correctly due to an open circuit found on the connector area. Due to this finding at the star section of the valve, internal action has been initiated to further investigate the findings. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the visualization issue. Investigation findings: fracture problem (c070603 / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the broken hemostatic valve issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). Correction: please note, only the h4. Device manufacture date was reported in the 3500a supplemental (follow-up) report, not the expiration date.

Manufacturer narrative:
On 24-apr-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).